Manufacturer narrative:
Date of event: aware date as event date is unknown.

Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient experienced two strokes after the watchman device was implanted. It was also noted that the patient experienced five strokes prior to the watchman procedure. No additional information is known.